Manufacturer narrative:
It was reported by the customer that regular IV tubing with ports was being used to infuse ivig. Machine showing "air in line," so chamber opened and soft part of tubing (the "pump segment") lightly flicked in attempt to allow the air bubbles to rise. Pump segment broke from the top one sample was received for quality evaluation. Visual inspection of the sample indicates that the infusion set separated at the lower pumping segment fitting to the silicone tubing. Further examination of the silicone tubing shows that the securement collar was once there but it was not provided with the sample submitted and it was no longer on the silicone tubing. The customer complaint of air-in-line could not be confirmed because the sample submitted was separated and could not be tested to determine if there was an air-in-line issue with the tubing. Additionally, the customer complaint of component damage - break was not confirmed as the failure seen in the sample was a separation of the tubing. The investigation was forwarded to manufacturing to try and determined the root cause. The "air-in-line," alarm from the pump is probably due to the tubing being separated in the pump and allowing air into the fluid path. Based on the description of the failure provided by the customer and that the sample had evidence of the silicone retaining ring being on the assembly by the indent that it left on the silicone tubing, manufacturing cannot confirm that the root cause was related to the manufacturing process. The root cause for the failure could not be determined. A device history record review for model 2420-0007, and multiple possible lot numbers based on the sample component ID numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was broken. The following information was provided by the initial reporter: regular IV tubing with ports was being used to infuse ivig. Machine showing "air in line," so chamber opened and soft part of tubing (the "pump segment") lightly flicked in attempt to allow the air bubbles to rise. Pump segment broke from the top. Complaint noticed: during / after use problem frequency: 1st time patient injury: no qty affected: (B)(4) ea.